Event description:
It was reported that the patient was scheduled for lead replacement due to high impedance. It was reported that the patient may also undergo generator replacement. Clinic notes dated (B)(6) 2013 indicate that the patient is having some increase in seizures and that the interrogation of the device reads a very, very high impedance (>= 10,000 ohms). The notes indicate that there is still battery life. The patient underwent generator replacement surgery only on (B)(6) 2013. No information was provided as to why the lead was not replaced. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.